Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation around the electrodes. The irritated areas were described as open and as having some bleeding. The patient also reported discomfort on his spine under the vibration box of the electrode belt. The patient's doctor advised the use of unscented water based lotion. Follow-up indicated that the patient's sores were better.